Manufacturer narrative:
On the initial report filed 04apr2016, an error was noted in "describe event problem." "On 14mar2014 the following information..." The correct date should be 14mar2016.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6)2014 the following information was obtained during a search of the maude website. Report number : mw5060096. The following information was obtained: "a "first time" patient presented to my office for an eye exam and contact lens evaluation. She admitted she had not had an eye exam for some 3-4 years. She was wearing acuvue 1 day moist soft contact lenses. She claims she cannot tolerate wearing glasses so she wears her contact lenses every waking hour. At her exam, she exhibited moderate corneal edema in both eyes as well as neovascularization of her superior corneas. The corneal edema was significant enough to cause blurred vision and it precluded me from completing her eye exam. She explained that she had not had an eye exam for years because a company would e-mail her and simply ask her if she wanted more contact lenses shipped to her. She was never denied her request to obtain more. Obviously, never obtained a valid contact lens prescription from a professional as is required by law. The patient is very upset that she now has a problem with her eye health that could jeopardize her continued use of contact lenses as a vision correction." This event is reported as a worst case for the patient's od. The os event will be reported under a separate report. The date of the event is listed as (B)(6) 2016. No additional information was provided. The lot # and product availability for return for evaluation is unknown. No additional information is available at this time. If additional information is received, it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.